Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the customer reported failure mode. The curved-tip stapler 30 instrument used during the surgical procedure was returned to isi and evaluated. The stapler instrument was placed on an in-house system and passed engagement and recognition testing. The instrument also successfully fired a reload during in-house testing. However, two partial failures involving two green stapler 30 reloads were confirmed based on a review of the site¿s system logs. The two green stapler 30 reloads have not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic procedure, two green stapler 30 reloads allegedly misfired. As a result of the alleged issue, the case was converted to open the surgeon and the surgeon removed additional tissue that was not intended to be removed as part of the planned surgical procedure. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during an unspecified da vinci-assisted thoracic procedure, the surgeon attempted unsuccessfully to fire two green stapler 30 reloads on bronchus tissue using a curved-tip stapler 30 instrument. As a result of the alleged issue, the case was converted to open surgery. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: when the surgeon fired the two green stapler 30 reloads, malformed staples were identified and the staple line/cut was noted to be ¿poor.¿ after firing the two green stapler 30 reloads, the surgeon elected to proceed with the surgical task of transecting the bronchus tissue by converting the procedure to open surgery. The surgeon did not attempt to use a laparoscopic stapler instrument. The csr indicated that the reported stapling issue may have occurred due to the patient¿s anatomy since the surgeon indicated that the staple line might have failed with another type of stapler instrument. The surgeon made the decision to manually transect and sew the targeted bronchus tissue in order to stay within the planned margins. The surgeon successfully completed the task at hand and the procedure as a whole via open surgery. The csr confirmed that the surgeon reported no injury or harm to the patient. The patient was reportedly stable and in normal condition. The customer confirmed that there was no aberrant tissue, cartilage, or calcification near the target tissue. The csr confirmed that the curved-tip stapler 30 instrument worked as expected for vascular tissue during the case. The csr was not certain if the customer planned on returning the two green stapler 30 reloads involved with the reported event. On (B)(6) 2018, isi also contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: due to the alleged partial stapling fires and limited margins, the surgeon removed additional tissue that was planned as part of the robotic surgical procedure. The robotics coordinator explained that the surgeon ¿cut the tissue that was torn¿ as a result of the alleged partial fires. The surgeon proceeded with a bronchial sleeve via open surgery. On (B)(6) 2018, the robotics coordinator contacted isi and indicated that the patient had experienced a bronchial fistula.